Event description:
The device was explanted due to early battery depletion.

Event description:
The lead was capped.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The field experience of premature battery depletion was confirmed in the laboratory. During analysis, the device behaved normally, no high current was detected. With another battery attached, the power consumption of the device was measured and found normal. The device was temperature cycled and placed in a humidity chamber for one week. The device was retested on the automated electrical test system and showed normal current consumptions. The cause of the battery depletion was undetermined.